Event description:
Optiray manufacturer prefilled syringes have broken when placed in covidient optivantage injector system. No pt harm experienced. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosed or reason for use: CT scans.